Event description:
Senseonics was made aware of an incident where user reported hyperglycemic event on (B)(6) 2025 at 8:13 am where user's bg was 179 mg/dl and sg was 147 mg/dl. The values were confirmed in dms at the time provided. The user verified her high alert setting was 250 mg/dl, she stated she accidently changed it. The user did not receive any alert as the sg was in range, however the user did treat with insulin based off the bg reading.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported a hyperglycemic event on (B)(6) 2025 at 08:13 am where user's sg was 147 mg/dl and bg was 179 mg/dl. A review of the data management system (dms) confirmed that on (B)(6) 2025 at 08:10 am user's sg was 147 mg/dl and bg was 179 mg/dl. The alert history showed that no high glucose alert was triggered at the time, since the user had inadvertently changed the high alert threshold from 175 mg/dl to 250 mg/dl. In a related complaint regarding sensor reading inaccuracy, a review of the raw sensor data indicated signal irregularities during the timeframe of the reported hyperglycemic event. However, as the user continued to enter calibrations, the system adjusted accordingly, and sg readings aligned more closely with bg readings within a day. A review of data from the two weeks following the event confirmed good agreement between sg and bg values. The user was advised to continue using the system. B4. Date of this report 07 june 2025. G3. Date received by the manufacturer? 07 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.